Event description:
On (B)(6) 2013, the distributer contacted animas stating that the basal was not delivering from the pump and the pump did not emit an alarm. There was no reported adverse event associated with this complaint. This complaint is being reported due to allegation of a delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.